Event description:
Caller reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor and follow up if the time discrepancy recurs. The caller understood and acknowledged these instructions.